Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿the image disappeared¿ was confirmed. The device evaluation found the color bar could not move due to cable failure. Additionally, the focus ring head was cracked, and the electrical contacts were worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, we surmised that an image was not displayed because communication failure occurred due to faulty cable. However, a definitive root cause for the cable failure could not be identified. This issue is addressed in the instructions for use (IFU): ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·do not pull out the video connector by pulling the camera cable. Equipment damage may occur. Olympus will continue to monitor the field performance of this device.

Event description:
A distributor reported on behalf of the customer that the image disappeared on the 4k camera head, the color bar could not move. The issue was found during inspection before use in a therapeutic procedure. The intended procedure was completed with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event.